Event description:
Two vent lines and two cardiotomy suction lines were active throughout a 2.5 hour case. Just prior to coming off bypass, the vvr 4000i venous reservoir became pressurized. As a result of the pressure, the quick prime line disconnected, and sprayed the operating personnel with blood. The line was reattached immediately. No performance issues or noticeable changes were noted prior to or after the pressurization. There was no intervention and no adverse pt outcome.

Manufacturer narrative:
The vvr 4000i reservoir was returned to the sorin group USA, inc on 06/24/08. A review of the manufacturing records confirmed that the vvr 4000i was manufactured according to specifications. A visual inspection was performed on the reservoir and revealed that the reservoir defoamer and cardiotomy filter media had been completely wetted out with blood. Several blood clots were also observed in the cardiotomy filter compartment. The cardiotomy filter section of the reservoir was then tested with fluid. The measured breakthrough volume was higher than expected due to excessive cellular deposition during use. The reservoir was next rinsed and dried to remove the deposition and then retested with fluid. The breakthrough volume was within specification. Based on the description of the event and the laboratory analysis, the reservoir apparently became blocked and pressurized as a result of excess suction of activated blood with debris during the procedure. This in turn caused the tubing on the port to disconnect, contaminating the operating personnel with blood. There were no defects found with the returned reservoir.